Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. The suture in this batch tends to detach from the needle during use. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/8/2026 h6 component code: g07002 - no device problem found h6 component code: c22 - photo analysis this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - was the sterility of the device compromised? - please describe the sterile packaging: - were there any issues with the seal of the sterile packaging? - are there any tears/holes in the sterile packaging? - are there photos available for visual analysis? - did this event contribute to any patient adverse event? If yes, please explain. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). The sealing of package seems not fully sealed, there is contamination issue, thus the product is not used in patient. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos shows a sales unit box with vcp9221h product codes, the lot # 1083je, expiration date 2025-04-30 and a empty winding former. The image is not clear to determine the failure mode or the reported condition. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.